Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. The customer followed up with tandem technical support and was assisted with successfully completing the load process with an accurate fill estimate and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.